Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Literature: mclaughlin jeffrey r., lee kyla r.(2014) uncemented total hip arthroplasty using a tapered femoral component in obese patients: an 18¿27 year follow-up study, journal of arthroplasty (2014), doi:10.1016/j.arth.2014.02.019. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article titled, "uncemented total hip arthroplasty using a tapered femoral component in obese patients: an 18¿27 year follow-up study." The article identified one (1) revision where a well fixed femoral components were removed for unknown reason during acetabular revision at 18 years on an unknown date. There has been no further information provided and the patient's outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to attach the correct journal article. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Components removed during acetabular revision.